Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with proximal struts lifted. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break 22cm distal to distal strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a kink at the port exchange. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 10-nov-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. A 38 x 3.00mm promus premier select drug eluting stent was advanced for treatment. However, the stent could not cross the lesion due to calcified lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed shaft break.